Event description:
A report was received that the patient underwent a pocket cleaning due to drainage at the pocket site. The physician did an irrigation and drainage of the pocket with intravenous antibiotics. The patient was given oral antibiotics. The physician stated that the infection was not device or procedure related. The patient is reportedly doing well following the procedure.